Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (lot#04711555), two gore excluder aaa endoprosthesis contralateral leg components (lot#04931894 and lot#04818573), and two gore excluder aaa endoprosthesis iliac extender components (lot#04982435 and lot#04982436) were also implanted.

Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Postoperatively, the patient's right external iliac artery occluded along with the distal end of the device. The occlusion was successfully repaired by implantation of two gore viabahn endoprosthesis.